Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided the pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if the issue occurs again. The caller acknowledged and understood these instructions.